Event description:
On (B)(6) 2023 it was reported by an arthrex employee via sems that (qty.2) ar-6410 tubing pressure continued to rise and didn't stop. The ar-6410 was replaced with another tubing but the same issue occurred, resulting in a swollen arm in the patient. The surgeon manually pushed water out of the patient. This was discovered during an arthroscopic rotator cuff repair on (B)(6) 2023 and was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. -one unpackaged ar-6410 batch 63872644 was received for investigation (only one device was received). Functional testing with the ar-6480 dual wave pump found that the pressure increases slightly. After running for about four minutes, it stops. An additional functional test noted that the neoprene sleeve expanded. The visual evaluation identifies that the neoprene sleeve expands. No leaking on the tuning was found. The cause remains undetermined. The likely cause is the wrong connection by the end user. I.e., the green and clear connectors are reversed on the pump.